Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform functional test including self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to motor error alarms. The pump was received with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of spi to motor pic communication error, excessive no deliveries and MRI exposure from the insulin pump. The customer's blood glucose reading was 86 mg/dl. The customer stated that she went in for an MRI and wore it in the machine. The customer stated that the pump gave repeated alarms. The customer will return the pump for analysis.